Manufacturer narrative:
(B)(4).

Event description:
Procedure: laparoscopic hernia repair. According to the reporter: the device wouldn't stay loaded, the needle kept falling out. No tissue loss. No tissue damage. No extension of the incision. No blood loss greater than 500cc. No delay in surgical time over 30 minutes. No device fragment fell into pt.